Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt lightheaded and dizziness and felt "two thumps to the chest." The device was interrogated and indicated no episodes, nor therapy delivery. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient felt lightheaded and dizziness and felt "two thumps to the chest." The device was interrogated and indicated no episodes, nor therapy delivery. The device remains in use. No further patient complications have been reported as a result of this event. It was later confirmed that the device was causing diaphragmatic stimulation. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.